Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to confirm the failed battery test alarm due to the unresponsive keypad. The pump also had cracked battery tube threads, a broken belt clip slot, a cracked case near the display window corners, and a cracked display window.

Event description:
Customer reported via phone, she attempted to bolus and the numbers on the screen kept scrolling. She removed the battery, reinserted, and it alarmed failed battery test. Customer's blood glucose was 178 mg/dl. Customer states she was pressing the up arrow then attempted to press all of the buttons but they were unresponsive. Customer didn't recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.